Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that the coverage was not in area of pain and oor. Patient stated that they were in an auto accident. Impedance check was done. Right side of paddle were all high impedances or avoid. Patient had a referral for revision but was unknown if it was scheduled. The issue was not resolved at the time of the report. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient was seen in the clinic today and the battery was discharged, unable to read out. A revision of the lead was planned however surgery date unknown at this time.